Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2020.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced at the time of the right ventricular (rv) lead revision. The ra lead was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.